Event description:
Alleged event: the suture broke during bending. The patient's condition was reported as recovering.

Manufacturer narrative:
(B)(4). The device history of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The manufacturer will continue to monitor and trend related events.